Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. There was a fall reported that could be related to this issue. Patient had fallen many times. Patient was on program 1 at 4.2 and patient services worked with caller to try program 4 but patient reported pain in her back when he increased. On program 3, the patient reported pain at implant site when increasing to 1.8. Patient services worked with caller to decrease stimulation until patient reported she was comfortable at 1.5. Symptoms reported were pain at implant site. Event date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.